Manufacturer narrative:
Continued e1: phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported device rupture, enlarged lymph nodes, siliconomas and cysts. This record is for the left side. The device was explanted, replaced with a non-abbvie device and will be returned.

Event description:
Healthcare professional reported device rupture, enlarged lymph nodes, siliconomas and cysts. This record is for the left side. The device was explanted, replaced with a non-abbvie device and has been returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.